Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that during initial education, three pca modules displayed the error message that they were unable to recognize the loaded syringe. The bd 30ml syringe was loaded correctly into all devices and the issue is intermittent. The devices will recognize the syringe then it would be unable to recognize the syringe. There was no patient involvement. Devices were removed from the training area.

Manufacturer narrative:
Omit: a0801 - failure to calibrate (2440), a0404 - crack (1135), c10 - software problem identified, c07 - mechanical problem identified, d15 - cause not established. Correction: root cause: the root cause of the reported issue of syringe recognition issue, unknown syringe installed is attributed to a missing calibration on the returned pca modules. Additional information: imdrf annex a, c, d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that during initial education, three pca modules displayed the error message that they were unable to recognize the loaded syringe. The bd 30ml syringe was loaded correctly into all devices and the issue is intermittent. The devices will recognize the syringe then it would be unable to recognize the syringe. There was no patient involvement. Devices were removed from the training area.

Event description:
It was reported by the customer that during initial education, three pca modules displayed the error message that they were unable to recognize the loaded syringe. The bd 30ml syringe was loaded correctly into all devices and the issue is intermittent. The devices will recognize the syringe then it would be unable to recognize the syringe. There was no patient involvement. Devices were removed from the training area.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event syringe recognition issue, unknown syringe installed was confirmed and replicated during extensive testing. Laboratory tests were able to replicate the reported event of not recognizing a bd 30ml syringe. A calibration test was performed on the pca modules through alaris¿ system maintenance (asm) so that the syringes could be properly detected on the device. Suspect pca modules passed all pm (preventive maintenance) tests in alaris system maintenance (asm) v12.5 after the calibration. Syringe recognition tests were performed on the suspected pca modules after calibration and pm to see if the issue of syringe detection failure mentioned by the facility no longer persisted, resulting in passing with the recognition of the installed syringes. The pca modules error logs were downloaded to ascertain event details associated to the reported complaint. After a review of the logs, no records were found that contribute to the reported issue. Syringe loading alaris¿ pca and syringe modules tip sheet states: if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue of syringe recognition issue, unknown syringe installed was not definitively determined, however, device testing replicated a similar event of not recognizing the bd 30 ml syringe; the issue was corrected with recalibration of the pca modules.